Event description:
Tubing is used to deliver IV fluid on a syringe pump; using a y-port fluid is drawn out of the IV bag into an inline syringe, fluid is then delivered from the syringe to the pt. Between the IV bag and the syringe there is a one way valve to prevent the fluid from being pumped back into the IV bag. Customer reported, pt was receiving tpn, and it was observed that fluid was being pushed back into the bag instead of being delivered to the pt. Pt had a significant drop in blood sugar and required 1 dose of concentrated dextrose and 3 blood glucose checks before pt's blood sugar stabilized. Preliminary investigation determined back flow. Investigation ongoing, part sent to suppler. Follow up report will be sent if additional info received from supplier.

Manufacturer narrative:
.